Event description:
Caller reported that their pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several troubleshooting steps, including confirming the pump was not plugged into a power source and attempting to charge it with known working supplies, but the screen remained off. Ultimately, technical support decided to replace the pump. The pump was out of warranty, but the caller expressed interest in obtaining an out-of-warranty loaner pump.